Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the device had to be scrapped as there was a recharging antenna failure (no device found screen). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for 903:spinal pain it was reported that patient only able to connect to recharge intermittently, black box on rtm gets hot while recharging. Patient said when trying to recharge their ins, sometimes they are able to recharge and sometimes they are not. When they were not able to connect, they would see the no device found screen. Pt mentioned that they went to the pain doctor yesterday and spoke with them about the problem who referred them to patient services. Pt inspected the rtm and said it looked good. Pt said the black box along the rtm cord had gotten hot a couple of times while recharging. The issue was not resolved. An email was sent to the repair department to replace the rtm. Additional information was received. It was reported the device worked until about a week ago. Pt mentioned they received a new recharger. Pt is still getting no device found. Pt presses try again and it keeps going around. Reviewed pt needs to press 'recharge'. On the call pt pressed 'recharge' and went through passive recharge mode. Prm resolved the issue. Pt was able to get to the normal charging screen. Pt confirmed the screen showed 'recharging'. Ins was still in red. Reviewed to keep charging and then turn ins back on. No symptoms were reported. Additional information was received. The patient called back and reported that she has an appointment on thursday morning (2021-09-16) and her healthcare provider (hcp) office told her to have the manufacturer representative (rep) present at her appointment on thursday to review the problem with device. Patient asked to contact the local rep in the area. The patient was asked clarifying questions about the problem and the patient was not sure how to described the issue or which device had the issue and said she would rather consult with the rep. Reviewed reps role and recommend patient consult with the hcp office regarding contacting the local rep. The patient called back from registered number and reiterated the details of the case. Pt mentioned they had been "playing with the controller and sometimes the controller worked." Patient said they "might qualify for a new device"; the pt had interest in getting a replacement implanted ins, if possible. Patient had an appointment with their hcp on thursday, the 16th of september and wanted a rep to be present at the appointment. Emailed local mdt reps. Pt seemed confused throughout the call. Additional information was received. It was reported that the circumstances that led to the problems with the device were not known. They were going to see about a new device and the problem was not resolved.